Event description:
During follow-up, far p oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.